Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the lcd display was no longer functional and did not have an alphanumeric or pictorial display. The device functioned normally with a replacement lcd display. The customer received a replacement device. (B)(4)

Event description:
The customer reported that the display on their device is no longer functional. Without a functional display, the end user would not be able to select the analyze function when utilizing AED mode or select the charge function when utilizing the manual mode. There was no report of any patient use associated with the reported issue.